Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned for evaluation. The distal and proximal connector segment were returned attached to the catheter; however, they were not assembled together. The catheter was flushed with water and a leak was noted near the 32 m depth marker. Microscopic observation of the leak location revealed two splits near the leaking region. One split was smaller in length and circumferential in the blue material of the catheter. The split edges appeared to contain slight curvature. The second split was a larger, circumferential split in the clear portion of the catheter. The split edges appeared to be uneven and the split surface appeared to exhibit striation patterns. Based on the characteristics of the two splits, possible contributing factors include sharp instrument damage and damage during handling. Since the leak was observed to be caused by the two splits present, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the PICC was deployed on patient on (B)(6). After finishing inserted, the leak was found on the catheter during infusion.the PICC was removed at the same day, and deploy another PICC. Customer change a new one.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1504 showed no similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was deployed on patient on (B)(6). After finishing inserted, the leak was found on the catheter during infusion. The PICC was removed at the same day, and deploy another PICC. Customer change a new one.